Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display screen scuffed up. Customer's blood glucose level was unknown. Customer also stated that the insulin pump stopped during priming part and had unexplained random no delivery alarms and when bolusing would not work and shut off. The device will not be returned for analysis.